Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the device history records identified no deviations or anomalies during manufacturing . A straight cup inserter was returned for evaluation. As returned, the device has the leading threads fractured and missing. The device exhibit wear & tear that indicate repeated use. Potential filed age of approximately 3 years 10 months. The failure mode occurs most frequently when the straight shell inserter is paired with the continuum or trilogy it shell. The levering force puts great stress on the distal end of the bolt and its interface with the shell threads. Initially, due to difference in the material properties, the titanium threads of the shell will yield before the stainless steel threads of bolt, but the shell is single use so that is acceptable. However, after repetitive cyclic loading, fatigue effects accumulate for the bolt and cause the tip to fracture. Additional information does not change the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; d9; g3; h2; h3; h4; h6.   The device has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Duplicate report previously incorrectly reported under MFR 0001822565 - 2021 - 01677.

Manufacturer narrative:
(B)(4). Report source: (B)(6). No product was returned, reported as discarded; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. The root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Hold for r.g. 1.20it was reported during surgery the inserter was impacted. The tip broke off. Attempts have been made and additional information on the reported event is unavailable at this time.